Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to update d8, and to correct h6 to no problem detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue, shadow in visual field, had no relation to a reprocessing issue. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this issue by the customer, upon inspection of the device for first time use, abnormal black spots in the endoscopic visual field. There is no patient involvement. There is a possibility that this issue is related to reprocessing.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
Additional information has been received for this event. The returned device has been evaluated. Please see the updates in sections: b5, g3, g6, h2, h3, h6, and h10. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there was no abnormality in the packaging state when receiving the device. There was no leakage. The image was shadowy. There was no obvious abnormalities at the distal end. There was no obvious abnormalities at the insertion tube, bending tube and the eyepiece; there was no obvious abnormalities when the insertion tube was gently stroke. The storage conditions of the device was normal. Per the additional information the device was not used nor was any issue associated with reprocessing found during device evaluation. The reportable reprocessing problem is not applicable. Evaluation is ongoing. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
Addendum oct 10, 2022: the event occurred during the new device installation process.